Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) of a dialysis shunt target lesion, the balloon of the 80 cm. Powerflexpro 10 mm. X 4 cm. Balloon catheter (bc) showed a leak at the proximal part. There was no reported patient injury.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) of a dialysis shunt target lesion, the balloon of the 80 cm. Powerflexpro 10 mm. X 4 cm. Balloon catheter (bc) showed a leak at the proximal part. There was no reported patient injury. Multiple attempts to obtain additional information were unsuccessful. One non-sterile powerflexpro 10mm4cm 80cm catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon was already inflated. No anomalies were observed on unit. Pressurized water was applied to the catheter using an indeflator (lab sample), and a leakage was observed at the proximal section of the balloon. The unit was sent to sem analysis in order to analyze the potential cause of the leakage. Sem analysis results showed that the balloon leakage was caused by a rupture on the balloon surface. The external surface of the balloon presented evidence of scratch marks near the balloon rupture, and a scratch mark was also observed at the distal end of the rupture. It is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface of the balloon and proximal marker bands did not presented any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17702470 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was confirmed through analysis of the returned device. The exact cause of the leakage/rupture reported could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (although not provided) and/or handling factors may have contributed to the reported event as evidenced by the scratch marks found on the balloon during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Open the pouch, grasp the hub and gently take the catheter out. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.